Manufacturer narrative:
(B)(4). A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Post operative complications were reported in a retrospective study of patients who underwent instrumented lumbar posterolateral fusion with rhbmp-2 at a single practice by five orthopedic surgeons between (B)(6) 2002 and (B)(6) 2009. Persistent symptoms refractory to non-operative treatment included nonsteroidals, physical therapy and/or spinal injections existed. The mean total bmp-2 dose was 12.5 mg per patient (range 4.2-36.0). Patient follow-up occurred at two weeks, six weeks, twelve weeks, six months, one year and later if required. One hundred seventeen patients required repeat surgery due to surgical complications. More than one complication occurred in some of the 117 patients. Two patients underwent hardware removal after one and two years with the corresponding fusion being described as very solid.

Manufacturer narrative:
(Results) the average age of the study patients was (B)(6) years. The study consisted of 468 males and 690 females. Bone void filler (details not provided) posterior instrumentation (details not provided) refer to manufacturer reports 1030489-2001-00323, 1030489-2011-00319, 1030489-2011-00320, 1030489-2011-00321, 1030489-2011-00322, 10 30489-2011-00324 for more details regarding surgical complications.

Event description:
Post operative complications were reported in a retrospective study presentation of patients who underwent instrumented lumbar poste rolateral fusion with rhbmp-2 for degenerative spine conditions between 2002 and 2009. Patient risk factors included diabetes, cardiovascular disease, respiratory disease, tobacco use, anti-inflammatory drug use, steroid medication, allergies, non-union, infection, instrumentation and levels fused. One hundred seventeen patients required repeat surgery. No further details were provided.